Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device remains in use, however, there is a planned explant due to end of life (eol). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated a partial electrical reset (por). A partial reset occurred on (B)(6) 2013 noting starvation of hall sensor task detected (events not handled for more then 5 seconds).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.